Event description:
Customer called to report a dysfunctional pump. The blood glucose reading was over 600 mg/dl. Customer reported that after a couple of hours her pump was showing a reading of 200 mg/dl when her blood glucose was actually 54. Customer also stated that her blood glucose was not stable and that her dr would not allow her to use the bolus wizard. Advised if issue continues to consider changing the sensor.. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.